Manufacturer narrative:
The hyperform occlusion balloon catheter and guidewire (model: 104-4770 lot: a616554) were returned for analysis within a shipping box; within a plastic re-sealable pouch; within a protective shipping envelope and within a plastic bag. The (asahi) chikai 10 guidewire was not returned. The hyperform guidewire was examined. No bends or kinks were found with the pushwire. The hyperglide guidewire distal tip was found to be bent. The bend is consistent with shaping; however, it was not reported if the guidewire tip was shaped during use. The hyperform guidewire proximal od (outer diameter) was measured to be 0.0103", the middle od was measured to be 0.0100¿, and the distal od was measured to be 0.0100¿ which are within specification (specification per dwgs50258-200 rev. C: 0.0103¿ max). Due to its damaged condition, the hyperform guidewire could not be used with the returned hyperform occlusion balloon catheter. The hyperform occlusion balloon catheter was then examined. Upon visual inspection, no issues or irregularities were found with the hyperform occlusion balloon catheter hub. No bends or kinks were found with the hyperform catheter body. An attempt was made to flush the hyperform occlusion balloon catheter with water; however, was found to be occluded with what is likely to be dried contrast. In order to test for balloon inflation, the balloon subassembly was separated (cut) from the catheter body. The balloon was then inflated by inserting a mandrel into the distal tip of the balloon for the leak test. The balloon was successfully inflated and deflated without issue. No leaks were detected. No other anomalies were observed. The hyperform occlusion balloon catheter and guidewire were returned for analysis without the (asahi) chikai 10 guidewire used in the event. Therefore, any contributing factors from the chikai 10 guidewire could not be assessed. The hyperglide guidewire distal tip was found to be bent. The bend is consistent with shaping; however, it was not reported if the guidewire tip was shaped during use. The hyperform guidewire od (outer diameter) was measured to be within specifications. Due to its damaged condition, the hyperform guidewire could not be used with the returned hyperform occlusion balloon catheter. The hyperform balloon was successfully inflated and deflated without issue. No leaks were detected. Based on the device analysis and reported information, the customer¿s reports of ¿balloon leak at distal guidewire seal¿, ¿no/slow inflation/deflation during set up¿ could not be confirmed and t he causes could not be determined. It is possible that damage to the guidewire may have contributed to the ¿no/slow inflation¿ and ¿balloon leak at distal guidewire seal¿ issues. Contrast viscosity and contrast/saline dilution can contribute to slow deflation. However, this information was not reported by the customer; therefore, any contributing factors could not be assessed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the hyperform balloon was inserted into the proximal end of the chikai guidewire and test inflation was performed outside the patient's body which showed that inflation and deflation was abnormally late, and that there was leaking from the tip. The guidewire was then removed and replaced with an xpedion which stopped the leakage but the inflation and deflation lag remained. The physician determined the issue to be alright and completed the procedure as normal. It was noted that the balloon was being used to assist in removing the microcatheter after the pipeline had been placed. The patient was undergoing surgery to treat a 10mm cerebral aneurysm. There were no related patient symptoms. The patient's vessel tortuosity was moderate with a medium diameter and no abnormalities. Ancillary devices include a chikai10 300.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the issue was undetermined. It was confirmed that the devices were prepared/flushed as indicated per the IFU.